Manufacturer narrative:
The insulin pump alarmed with a prime rewind alarm during the occlusion test, due to a protruded or loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.(B)(4)

Event description:
It was reported that the customer received a prime rewind alarm and insulin was squirting out of the insulin pump during a manual prime. The customer's blood glucose was 122mg/dl. The customer was disconnected from the insulin pump at the time. The piston would continue to move forward after reservoir contact. No numbers appeared on the screen and no beeps were heard. It was impossible to leave the prime sequence. The customer attempted this with different sets. The insulin pump was reportedly not bumped, dropped, or exposed to water. The drive support cap did not appear to be damaged. Nothing further was reported.